Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the delivery wire was stretched and broken. The main coil was found to be stretched. The main junction was slightly bent. Based on the information available, it is probable that the damage to the delivery wire occurred during the procedure. Therefore, a root cause of procedural factors will be assigned to this investigation.

Event description:
Analysis of the device revealed that the delivery wire was broken. There was no clinical consequence to the patient.

Event description:
Analysis of the device revealed that the delivery wire was broken. There was no clinical consequence to the patient.